Event description:
The pt had a problem with their pump, it was reported that the pump malfunctioned on 2 occasions that required hospitalization. The reporter could not elaborate as to the nature of the alleged malfunction. On one occasion the pt had a blood glucose level of 600, the other occasion the reporter stated the bg was 915. The reporter denies any set based problems such as bent cannulas or kinks in the tubing. Also denies any pump alerts or alarms. The pt states they could feel the pump delivering insulin, the insulin type is novolog. The reporter stated the pump went through self check successfully and a review of the complete history log revealed no occurrence that would indicate any dysfunction of the device.